Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while on interrupted suturing technique during a general surgery-hernia repair, the needle tip broke and fell into the patient¿s cavity. However, it was removed and discarded. They used new suture to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the needle tip broke and fell into the patient¿s cavity. However, it was removed and discarded. They used new suture to complete the case. There was no patient injury.